Manufacturer narrative:
Vyaire medical investigation file # (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Currently patient involvement is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that onsite staff reported motor fault alarm. Currently, no patient involvement was reprorted.